Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device's display was distorted and no clinical information could be seen. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation. Instead, the customer removed and returned the suspect color lcd display cable for evaluation; however testing of the cable was not able to duplicate the malfunction. The color lcd display cable was scrapped and the customer received a replacement cable. Analysis of reports of this type has not identified an increase in trend.